Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/23/2013 with the following findings: a review of the pump history showed no power on resets. During investigation, no damage was observed to the battery compartment or the returned battery cap. No intermittent power issues were experienced during testing. The battery cap height and width measurements were found to be within specifications. The pump was exercised for 24 hours using the returned battery cap and no alarms or power issues occurred. The pump cover was removed and no evidence of internal moisture was found. The issue of the pump resetting could not be duplicated; no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.